Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient saw "low battery" and they started shaking. The shaking was causing difficulty eating. It was noted that the patient tried charging prior to the call. The ins was blinking with zero coupling bars. They had the patient reposition the antenna and they got 2 bars. A new antenna was sent. Additional information was received from a manufacturer representative (rep) on 2021-mar-03 reporting that the patient gets an average of one coupling bar while charging the implantable neurostimulator (ins). The patient is a thin man and the ins is tilted in pocket but not deep. They want to have the patient try the wireless recharger (wr) to see if this would help with the charging since the patient is spending about three hours per day charging their ins.